Event description:
In 2009, patient reported she awoke with an elevated reading of 425 mg/dl. Patient stated her blood glucose was fine when she went to bed, she received the a1 (cartridge low) warning and thought she would be fine through the night before having to actually change the cartridge. Patient reported when she awoke, she faced the e1 (cartridge empty) error code. She stated she attempted to change the cartridge and was unable to, due to receiving an e7 (electronic error) on her infusion device. Patient reported she was feeling poorly and that is when she checked her blood glucose. She states she is not certain if she possibly faced an air bubble in the cartridge. Patient reported her stress level is higher than usual. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced; requested return of the alleged infusion device. On follow up call five days later, patient reported she received replacement infusion device and blood glucose readings are back in the normal range.